Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. On visual inspection the rotablator console was received with a rattle inside and a loose turbine knob. The rotablator console failed the rotablator functional feature test. On visual inspection the braided airhose was received with a damaged connector. The braided airhose failed the rotablator functional feature test. The damaged connector on the braided airhose could not have caused the fault as it was unable to connect to the rotablator console or the rotablator console. On investigation of the rattle a screw from the power supply was found to be loose inside in the rotablator console. It was also noted while the rotablator was opened that the connector from the cable from the turbine knob was twisted to a point where the connector from the turbine knob to the control pcba had been pulled out. This was due to the locknut being loose on the turbine knob.

Event description:
It was reported that the speed was unstable. A rotablator rotational atherectomy system was selected for use in a planned rotablation guided percutaneous transluminal coronary angioplasty. During the procedure, the console was not operating it's desired indication as there was sudden increase and decrease in the speed. The maximum speed reached was 180,000 revolutions per minute (rpm) exceeding the set operational speed of 150,000 rpm. On dynaglide mode, the burr was rotating at 150,000 rpm and still there was no reduction of speed. The procedure was completed with the same console. There were no complications reported, and the patient was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the speed was unstable. A rotablator rotational atherectomy system was selected for use in a planned rotablation guided percutaneous transluminal coronary angioplasty. During the procedure, the console was not operating it's desired indication as there was sudden increase and decrease in the speed. The maximum speed reached was 180,000 revolutions per minute (rpm) exceeding the set operational speed of 150,000 rpm. On dynaglide mode, the burr was rotating at 150,000 rpm and still there was no reduction of speed. The procedure was completed with the same console. There were no complications reported, and the patient was stable.